Event description:
It was reported that the patient experienced an atrial perforation and pericardial effusion. Drainage was performed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.